Manufacturer narrative:
The lens remains implanted and is not available for evaluation. Review of the device history record revealed no nonconformities or anomalies related to this event. There have been no other complaints for this lot to date. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the information provided, we are unable to determine a root cause. No corrective action is necessary at this time.

Event description:
A surgeon reported that an intraocular lens (iol) rotated after implant. The surgeon reported not being surprised about the rotation because there were complications with seating the lens on the axis during the case. The lens was repositioned, and the patient is doing well. Though requested, no additional information has been received.